Manufacturer narrative:
Ultrasonic imaging was used during the initial implant and intra-operative testing was performed to confirm stimulation was being received at the intended location. Evaluation of the system by the physician and nalu representative concluded that swelling at the implant location is the most likely cause of the implant becoming unstable and migrating immediately after the procedure. There is no indication of any component failure or malfunction with regards to the ipg communication challenges. It is most likely that the ipg component was also being affected by procedural swelling.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower extremity pain. The implantable pulse generator (ipg) was placed in the lateral thigh area with the implanted leads targeting the common peroneal nerve. During the healing process, the implanted leads were unstable due to procedural swelling and migrated away from the intended nerve target. Additionally, the ipg was displaying some issues communicating with the external therapy discs, thus contributing to the inadequate therapy. On (B)(6) 2025 a surgical revision was performed to remove the migrated leads and place new leads back at the intended location. The ipg was also repositioned in a more superficial area where it would maintain better communication with the external devices. The ipg was not replaced during the procedure, the original component was repositioned and connected to the new leads.